Manufacturer narrative:
Dräger contacted the user facility to obtain further information. It was reported that a third-party service provider has taken care of putting the device back into fully operable condition; details were not known to the contact person and, no additional details could be provided. Hence, there is no case-specific evaluation possible. From the fact that the shut-down occurred during patient transport can be concluded that the device ran on battery when the event occurred. This does however not allow a reliable conclusion - the user may simply have ignored battery depletion warnings, the runtime forecast may have been wrong due to an overaged battery; other scenarios would be imaginable as well. There's evidence that the device posted an alarm to alert the user about the shutdown. It is finally being concluded that the device responded as designed upon a shut-down which was triggered by an unknown error condition.

Event description:
It was reported that the device stopped operation during patient transport and could not be re-activated. No patient consequences have reportedly occurred.